Manufacturer narrative:
The field service representative could not determine a cause. He replaced sipper tubing, pinch tubing, and the reference electrode. The customer ran calibration and qc with all results within range. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 results from a cobas 6000 c501 module. The initial results were sodium 110 mmol/l, potassium 2.6 mmol/l, and chloride 129 mmol/l. The repeat results from the same module were sodium 140 mmol/l, potassium 4.1 mmol/l, and chloride 98 mmol/l. The repeat results from the another module were sodium 138 mmol/l, potassium 4.1 mmol/l, and chloride 98 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.